Manufacturer narrative:
The soft component of the up and down button are damaged and restricted handling of the pump is a possile implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The down button is permanent active due to an external mechanic damage. It is not possible to confirm the triggered e8 error message (power interrupt), additionally to the permanent activated down button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion displayed e8 (power interrupt) after performing a bolus. The patient was unable to confirm the e8 message because the check button would not function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.